Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.36¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the instrument log for the harmonic ace instrument (part# 480275-08 / lot# l90220328-0373) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a benign hysterectomy. This is a single use instrument. This complaint is considered a reportable event due to the following conclusion: it was alleged that the blade of a harmonic ace instrument broke off into the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the blade of a harmonic ace instrument broke off into the patient and the item was retrieved without any harm to the patient. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: the fragment was retrieved with a backup instrument and the fragment was available for return. The customer did not know what surgical task the surgeon was doing when the device broke or if the fragment was due to an instrument collision. The customer did not know if the instrument wrist was straighten upon removal or if there were any photographic images or video recordings of the issue.